Event description:
It was reported that the a drive console, supporting a bi-ventricular assist device pt (bivad), was emitting a burning smell. It was also reported that the top module of the unit may have stopped pumping because the pt developed pulmonary edema. The unit was reported to have alarmed, but the alarm type was not noticed. The pt was hand-pumped until being switched to the backup driver. The pt was stabilized after the driver exchange.